Manufacturer narrative:
(B) (4).

Event description:
The pt reported the leads were implanted in her neck and occipital area for neck pain and migraines. The right side had healed well; however, she did not feel much stimulation on the left side. The pt had numbness, tingling, and weakness on the left side down into her left arm. The pt also had a headache that was different than a migraine that the physician's assistant at the doctor's office said might be a csf headache. The physician reported that the implantable neurostimulator was moved (B) (6) 2009 and the pt was doing well as of (B) (6) 2009. The pt was referred to another physician for an emg for the left arm 4th and 5th digit numbness/tingling. It was noted that the pt's strength for the left was 4/5; the right was 5/5.